Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence, pelvic organ prolapse, cystocele and rectocele along with concurrent hysterectomy/ bilateral salpingo-oophorectomy, lysis of adhesions, cystocele and rectocele repair and transobturator tape. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, and vaginal scarring. It was further reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2010 for mesh erosion and rectocele repair. The patient underwent mesh removal and cystoscopy on (B)(6) 2011 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No additional information provided.